Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure after the 3rd firing and after reloading the device it would no longer fit into the 12mm trocar. The device had been fired on very thick tissue and the jaw and anvil had spread apart. The procedure was completed using a like device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n5637m. The analysis found that one plee60a device was returned with no apparent damage and with a gst60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.